Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhibited main body water invasion and defective pixel. There were no reports of patient involvement.

Manufacturer narrative:
D5, g3 - initial emdr should be 02/15/2024. The device was returned to olympus for inspection and the device evaluation identified the cable, charged coupled device, and main body were flooded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem of components. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited main body water invasion and defective pixel. There were no reports of patient involvement.